Manufacturer narrative:
The device will not be returned to the MFR for evaluation.

Event description:
It was reported that the introducer needle broke off from the blue handle. The doctor had to revert to an open biopsy procedure which required the pt to be admitted to the hospital. The alternate procedure was completed successfully.